Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that they were doing a lead revision. They wanted to know if the patient could get a full body MRI if the lead was not connected to the implantable neurostimulator (ins). The patient was revised due to needing better coverage. The lead was entirely removed rather than repositioned. At a follow up appointment the patient was doing better with better coverage.